Manufacturer narrative:
Manufacturer spoke with the dealer who states the concentrator was in a facility when a consumer reported it became hot, and smelled like it was burning. The concentrator had been in service for 6 years. Device maintenance and service history are unknown. There is no injury reported. The dealer had removed the concentrator from the facility and is not able to replicate the complaint. The dealer indicates the concentrator will shut down and alarm shortly after powering the concentrator on. Concentrators have various alarm functions which will occur and not allow the device to run. This indicates device is in need of service. Manufacturer is working to obtain the concentrator for evaluation. The product has not been returned for evaluation at this time. Malfunction is not confirmed.

Event description:
The facility alleges the top of the unit became very hot and smelled like something was burning. No injury is alleged.